Event description:
A malfunction was reported on a customer's pump. Customer¿s blood glucose (bg) level was 402 mg/dl. The customer was in the process of switching to a new pump when the malfunction occurred and was unable to administer a correction bolus at that time. The customer chose not to reset the old pump, as they no longer intended to use it, and requested assistance with setting up the replacement pump. There was no adverse impact to the customer¿s blood glucose level following corrective actions.